Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The customer's blood glucose level was noted as "high" due to the issue, and it was confirmed that the blood glucose level exceeded 500 mg/dl (27.7 mmol/l). The customer managed the situation by administering a correction injection via multiple daily injections (mdi). Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again. The customer understood and acknowledged the instructions.